Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, the io is placed using a 45mm needle kit for a humeral io without incident and flushes well, but when we attach an extension set and administration set with a 1-liter bag, the flow stops - did not allow adequate fluid flow for a proper fluid bolus. There was no patient harm, injury, complication, or negative outcome. Additional information: IV fluid bolus administrations were delayed. Io access was obtained due to the inability to obtain IV access. Ideally, we would have had an IV. We could not establish an additional io due to other patient conditions that required more pressing attention (airway management).